Manufacturer narrative:
Product evaluation: the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found that lens dimensions were within specifications. Conclusion: per dfu for this lens model, vicls are contraindicatetd for patients under the age of 21 years old. The patient was (B)(6) at the time of implantation. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The anterior chamber was irrigated/evacuated of remaining visco/fluids. The lens was not exchanged for another lens.